Event description:
It was reported that patient underwent an initial total knee arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to deep infection and patient fall shortly after the procedure. During the procedure, it was noted the tibial bearing was pitted and delaminated. The tibial bearings were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Under warnings states, "accepted practices in postoperative care are important. Failure of the patient to follow postoperative care instructions involving rehabilitation can compromise the success of the procedure. The patient is to be advised of the limitations of the reconstruction, and the need for protection of the implants from full load bearing until adequate fixation and healing have occurred." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02618 / 02619).